Manufacturer narrative:
(B)(4). B3: date of event - correction. B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks which is an off-label usage of the device on (B)(6) 2025. According to the patient, on (B)(6) 2025, at 1:00 pm the patient took a shower and felt tired, shaking, lost consciousness and experienced a seizure. The cgm reading was 99 mg/dl and the bg reading was 22 mg/dl. The patient¿s husband treated the patient with gel pack and glucagon. Her husband called paramedics, and they treated the patient with intravenous dextrose and took her to the emergency room. The patient does not recall any other bg readings taken before the paramedics arrived and upon arriving at the hospital. She couldn¿t recall any other treatments or medication provided at the hospital. The patient was discharged after 3 hours and went back home. At the time of the report the patent was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks which is an off-label usage of the device on (B)(6) 2025. According to the patient, on (B)(6) 2025, at 1:00 pm the patient took a shower and felt tired, shaking, lost consciousness and experienced a seizure. The cgm reading was 99 mg/dl and the bg reading was 22 mg/dl. The patient¿s husband treated the patient with gel pack and glucagon. Her husband called paramedics, and they treated the patient with intravenous dextrose and took her to the emergency room. The patient does not recall any other bg readings taken before the paramedics arrived and upon arriving at the hospital. She couldn¿t recall any other treatments or medication provided at the hospital. The patient was discharged after 3 hours and went back home. At the time of the report the patent was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.